Event description:
The customer reported that the device could not be opened while on tissue. Another ligasure device was used to cut the tissue around the jaws to remove it from the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.